Manufacturer narrative:
An infection was observed following the implantation of this biotronik lead. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed product. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
It was reported that this newly implanted lead and the whole system was completely explanted following an infection presented post hematoma drain. The patient remained hospitalized, pending infection resolution with pharmacologic intervention. Another system implant planned at a later date, on the opposite side. The lead was not returned. The date of explant was not provided.